Event description:
It was reported that the 8800 system had a calibration error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The calibration files and software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.